Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. Unit had minor scratched display window and scratched case.

Event description:
It was reported by the customer's mother, that the customer was hospitalized on (B)(6) 2014 due to high blood glucose levels and diabetic ketoacidosis. Customer's blood glucose level at the time of hospitalization 500mg/dl. Customer was treated with insulin and fluids. It was also reported that the mother wanted the insulin pump replaced. No troubleshooting was performed. Advised insulin pump would be replaced. No additional information was provided.